Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a patient identification error on the architect i2000sr analyzer. Sample (B)(6) was read as (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The result log was reviewed. Neither sid (B)(6) were found in the log. The issue was resolved by replacing the barcode scanner cable, and the scc barcode scanner was replaced. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.